Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported persistent highs (dexcom g7) blood glucose (bg) level since breakfast announcement, which may not have gone through. The bg reported was 400mg/dl and is out of range for 90+minutes. No leaks/issues noted with cd 6mm 23" tubing, and no alarms to indicate stopped insulin. Patient had not confirmed with fingerstick. Performed full supply change ~1 hour prior. Follow-up information call confirmed bg trending down. No medical intervention required and no symptoms during the event was reported.